Manufacturer narrative:
The pump was returned and analysis found no anomaly. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via manufacturer representative (rep). It was reported that the hospital had a protocol for taking the explant to pathology and then it was returned to the manufacturer. As of today, the pump was sent back to manufacturer last week. No exact date or tracking information was available per the hcp. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving lioresal, 500 mcg/ml concentration at 71.96 mcg/day dose via intrathecal drug delivery pump for intractable spasticity. It was reported that multiple motor stalls & recoveries occurred. Patient had a motor stall and recovery on (B)(6) 2019 and again on (B)(6) 2019 with a recovery on (B)(6) 2019. The patient was seen in the emergency room on friday (B)(6) 2019 because she was falling back at "baselines". The rep was presently assisting the hcp replacing the pump and would send the pump back to manufacturer analysis. Patient's weight was (B)(6). No further complications were reported.